Event description:
The device was explanted when premature end of service along with an extended charge time were observed. No diagnostics or device charge history were available to determine if this is normal behavior.